Event description:
Coil broke during a hysteroscope procedure for sterilization. Right tube complete, left tube aborted due to problems with essure device. Device removed, taken apart, could not remove occlusion and rep did not have another device. This resulted in the pt having to return for the left fallopian sterilization.